Event description:
It was reported that the pt was explanted due to an unrelated cholesteatoma on the implant side in 2009. The pt was implanted in 2005 on the left side with a pulsarci100. The pulsar was chosen due to the need for frequent MRI's to monitor tumor growths which were treated with chemotherapy and radiation. This treatment is believed to have caused her initial hearing loss. The pt received her implant on the left side (reportedly a shunt is present on the right side). Surgeon reported that it will be at least 6 to 12 months before placement of another implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.